Event description:
It was reported that the patient presented during the implant. Rv and lv leads were implanted. The physician connected ICD and the leads; av node ablation was performed. After the oblation, oversensing on the rv channel was noted. The patient appeared to be asystolic on the surface EKG. Temporary programming were made. Noise continued to appear. The device was replaced. Noise was seen again. Physician decided to replace rv lead. Ra lead was dislodged during the rv lead replacement. Atrial portion of the device was capped. The noise issue was resolved ones the patient was out of the ep lab implant room and back in the patient holding area. The ep lab staff reported having issues with other cases, not related to the device implants. The hospital's engineering department conducted tests and reported that there was a grounding issue in the ep procedure room. All unused devices will be returned. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Please retract this MDR-2017-37226-02 information was reported in the initial MDR. Correction:

Manufacturer narrative:
The reported event of oversensing and noise could not be confirmed. Pacing and high voltage lead impedance was tested on the bench and was normal. The sensing anomaly observed in the field was not reproducible. No anomalies were found.